Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: unknown. UDI: (B)(4). Investigation summary: the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection and functional test of device received. Visual inspection revealed that the device was returned in used condition and without its packaging, the red trigger was found to be in its full retracted position. Both plates were found deployed, upon reviewing the spring pusher shaft tip, it was noted foreign matter, presumably biological was impregnated in it. The rest of the device does not show structural anomalies. To test its functionality, the applier needle was introduced into a soft tissue simulator, the red trigger was fully squeezed and the plates released as intended, it was verified that the pusher shaft tip is sliding out completely from the applier needle. The manufacturer performed an investigation with the following results; an in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected. The result of this process check is successful, none of the nine parts were non-conformed. The results show that this batch of product was processed without incident. Nevertheless, there is no evidence of manufacturing anomalies. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would contribute to the complained devices issue. Based on the results of the investigation, and since the device was in used condition, the out of the box failure cannot be substantiated, however the potential root cause for the detached plate can be traced to procedural variables, such handling of the device, or product interaction before procedure; the device was mishandled while it was being unpacking and consequently cause an activation of the red trigger, therefore the plate was released. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : there was no non conformance regarding this lot

Event description:
It was reported that during an unspecified surgical procedure the truespan 12 degree peek device packing plate detached. During an in house engineering evaluation it was found that the device came apart. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device expiration date and date of manufacture were unknown in the initial report and have been updated accordingly. The device UDI has also been updated. UDI: (B)(4).